Event description:
It was reported that on (B)(6) 2012, a pump refill of 20ml was performed. At that time, a lioresal drug concentration change was made and a bridge was programmed. At this programming session the health care provider was unable to change the reservoir volume from 7.0 ml. The hcp planned for the bolus to infuse over 182 hours 29 minutes. The patient was brought back on the day of the report to change the reservoir volume to the accurate value. Upon interrogation of the pump, it was noted that the bridge was "not running". The new concentration of 500mcg/ml was programmed to deliver 109.91mcg/day. The residual volume was 18.5ml. Based on the flow rate, the old drug would have been delivered in approximately 45 hours rather than the expected 182 hours 29 minutes. Per the reporter, the patient did not have any overdose symptoms.

Manufacturer narrative:
Catheter: model # 8709, lot # j11683r23, implanted on: (B)(6) 2003, explanted on: unk. Programmer: model #: 8840, serial #: unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the health care provider reported that the cause of the event was the programmer; unable to program. There was no patient injury reported. The device was used to deliver gablofen.